Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9 h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the no image due was due to a bad cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head exhibited no image during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
D4 (serial #) :the customer reported that the device serial number could not be read off the camera as the plate containing the serial number fell off. To date the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the camera head exhibited no image during an unknown procedure. There was no report of patient harm or user injury associated with this event.